Event description:
Before implanting the ICD involved in this report on (B)(6) 2012 at 13:30, the user performed some tests in the box: the charge time was measured twice and longer than expected (14s and 13s). Therefore this ICD was not implanted, and another paradym was implanted instead. On (B)(6) 2012 the ICD was interrogated again: battery voltage was 3.0v and magnet rate was 94min-1 (normal values). The physician would like to know if this ICD can be implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.